Manufacturer narrative:
(B)(4). Jaw, empty. Device (a) was returned empty and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. Device (b) was returned for analysis and upon inspection the jaws were found to be yielded and the shroud was cracked making the device non-functional. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. (B)(4). Jaw, shroud. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: affiliate responded: did the clips load into the jaws and form properly? Apparently yes. Were the clips malforming? Clip gap, scissoring? No. Did the clips drop or eject from the jaws? Yes. Which firing of the device did this event occur on? Na. What vessel or structure was the device fired on at the time of the event? Cistic. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident?no. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? What was found? ???? Does the patient have any relevant history of surgical treatments? No. If so, what? Did somebody other than the primary surgeon fire the instrument? Yes. If so, whom? Another surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No. Users for a many years.

Event description:
It was reported that during a cholecystectomy procedure, the clips failed from the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.